Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that buttons was not clearing the alarm. The blood glucose level was 315 mg/dl. The customer received the battery out limit alarm. The customer explained that a battery out alarm was during normal use may indicate a loose battery cap. The pump will not be returned for analysis